Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 8f sheath hole prior to a percutaneous endovascular aortic aneurysm repair (pevar). The sutures of two proglide devices were successfully placed. The sheath was upsized to an 18f sheath and the pevar procedure was completed. Reportedly, there was resistance advancing the knot of one of the proglide devices and the suture came out of the artery. When the device had been advanced in the artery prior to deployment, blood flow was confirmed from the marker lumen. "There had been a little resistance, but the suture was fell out easily". The knot of the second proglide was advanced successfully, but hemostasis of the large hole was not enough, so suturing was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.